Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Beginning 2015-(B)(4), 86 ventricular sensing integrity counts; non-physiologic oversensing not identified on electrocardiogram; pre-ventricular contraction(pvc) singles - 44.5 per hour and pvc runs - 2.5 per hour, since last session 2015-(B)(6), likely incrementing counter. On 2015-(B)(6), svc coil impedance spiked 238 ohms, up from a trend in the 60-80 ohms range. Concomitant: d384vrg ICD implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.